Event description:
The customer received questionable results for an unknown number of patient samples for multiple assays. All initial results were performed on (B)(6) 2014 and all repeat testing was performed on (B)(6) 2014. Of the data provided, only the following results were discrepant. Patient 1 initial parathyroid hormone (pth) result was 9.89 pg/ml with a data flag. The repeat result was 49.43 pg/ml. Patient 2 initial thyrotropin (tsh) result was 5.17 uiu/ml with a data flag. The repeat result was 15.75 uiu/ml with a data flag. Patient 3 initial 25-hydroxyvitamin d (vitamin d) result was 18.10 ng/ml with a data flag. The repeat results were 30.96 ng/ml and 30.42 ng/ml. Patient 4 initial pth result was 16.20 pg/ml. The repeat result was 89.21 pg/ml with a data flag. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The pth reagent lot number was 17186803 with an expiration date of 07/31/2014. The tsh reagent lot number was 17616001 with an expiration date of 09/30/2014. The vitamin d reagent lot number was 17462601 with an expiration date of 12/31/2014. The field service representative found the sipper flow path was plugged or contaminated and there were bubbles from the foam in the proclean/cellclean bottles. He had the customer perform a liquid flow cleaning to clear the flowpath. He checked flow of sipper and s/r probe and overall fluidics. The customer calibrated and ran qc successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.